Event description:
It was reported that during a left extensor indicis proprius to adductor pollicis brevis tendon transfer procedure the drill bit fractured while drilling the bone. Patient retained the fractured tip. Another implant and drill bit were used to complete the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances and evidence that suggests fracture occurred due to force being applied to device from an angle other than directly along the axis.